Manufacturer narrative:
Report source literature description: journal: hepatology; author: philip hilgard, monia hamami, amr el fouly, andre scherag, stefan muller, judith ertle, till heusner, vito r. Cicinnati, andreas paul, andreas bockisch, guido gerken and gerald antoch. Title: radioembolization with yttrium-90 glasse microspheres in hepatocellular carcinoma: european experience safety and long-term survival. Year: 2010, pages: 1741=1749; journal: future oncology; author: andreas h. Mahnken; title: 90y-glass microsphere for hepatic neoplasia; volume: 11; year: 2015; pages: 1343-1354. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Radiation cholecystitis. Case description: initial info received on 06/16/2015, combined with add'l info received on 06/18/2015: this literature case report was published in hepatology by hilgard p. Et al, with the title "radioembolization with ytrrium-90 glasse microspheres in hepatocellular carcinoma: european experience safety and long-term survival" in 2010, and in future oncology by mahnken a. And al. With the title "90y-glass microsphere for hepatic neoplasia" in 2015. It concerned a pt of unk age and gender treated with radioembolization with y-90 glass microspheres (therasphere) for hepatocellular carcinoma (hcc). The articles presented a study of 108 patients with child-pugh a or b disease and hcc treated with radioembolization with yttrium-90 microspheres (therasphere). No information on dose administered or lot number was provided. Patients were routinely staged by a 3-phase computed tomography (CT) or magnetic resonance imaging (MRI) of the liver, a contrast-enhanced ultrasound to further determine vascularity, as well as a CT of the lungs. In addition, all patients received a whole body and a single photon emission (spect-) CT scan after injection of tc-99 macroaggregated albumin (tc99-maa) into the hepatic artery for detection of radiation distributed to the lungs and/or visceral organs. Among these patients, a single case with radiation cholecystitis was reported. The patient was treated by cholecystectomy 10 days after y-90 microsphere application. Outcome of the event and seriousness criteria were not reported by the authors. Upon review, the company assessed the case as serious since the patient underwent surgery because of the event experienced. Case comment: radiation cholecystitis is considered unlisted as per therasphere instructions for use. There is not enough information to assess the radiation cholecystis is related to the use of therasphere but the company considers that the role of therasphere in the reported event (radiation cholecystitis) cannot be ruled out.

Manufacturer narrative:
The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Radiation cholecystitis [cholecystitis] case description: initial information received on (B)(6) 2015, combined with additional information received on (B)(6) 2015: this literature case report was published in hepatology by hilgard p. Et al, with the title "radioembolization with yttrium-90 glasse microspheres in hepatocellular carcinoma: european experience safety and long-term survival" in 2010, and in future oncology by mahnken a. And al. With the title "90y-glass microsphere for hepatic neoplasia" in 2015. It concerned a patient of unknown age and gender treated with radioembolization with y-90 glass microspheres (therasphere) for hepatocellular carcinoma (hcc). The articles presented a study of 108 patients with child-pugh a or b disease and hcc treated with radioembolization with yttrium-90 microspheres (therasphere). No information on dose administered or lot number was provided. Patients were routinely staged by a 3-phase computed tomography (CT) or magnetic resonance imaging (MRI) of the liver, a contrast-enhanced ultrasound to further determine vascularity, as well as a CT of the lungs. In addition, all patients received a whole body and a single photon emission (spect-) CT scan after injection of tc-99 macroaggregated albumin (tc99-maa) into the hepatic artery for detection of radiation distributed to the lungs and/ or visceral organs. Among these patients, a single case with radiation cholecystitis was reported. The patient was treated by cholecystectomy 10 days after y-90 microsphere application. Outcome of the event and seriousness criteria were not reported by the authors. Upon review, the company assessed the case as serious since the patient underwent surgery because of the event experienced. Case comment: radiation cholecystitis is considered unlisted as per therasphere instructions for use. There is not enough information to assess if the radiation cholecystitis is related to the use of therasphere but the company considers that the role of therasphere in the reported event (radiation cholecystitis) cannot be ruled out. Final assessment on (B)(6) 2015: in a paper published in the medical literature, a case is described of a patient undergoing treatment of a liver tumor with therasphere who then subsequently developed cholecystitis (felt to be radiation cholecystitis bin the publication, and required a cholecystectomy ten days after treatment. No further information is available. It is not possible to precisely understand what occurred with this patient, but since non-target embolization of the gall bladder cannot be excluded, and would constitute user error, this case was medically reportable. No device failure has been identified as a result of this adverse event. No further follow-up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final.